Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material stuck inside the nozzle during pre-use inspection. The intended procedure was completed with another instrument. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. In addition, it was noted, light guide rod lens (1x) had discoloration, the plastic distal end cover had a sharp edge (snag), the bending section glue was chipped, the bending tube was deformed, the ks-mouthpiece was damaged, the air /water nut and the suction cylinder nut paint was peeling off, the key top 1 had a pin hole, the scope connector cover was damaged, the plug unit had a damaged housing, the wire stopper angulation was less or specified value, the up down / right left knob angulation play, the natural air supply volume at idle, water contact / water removal, air function specify air flow (ml/min) and water function specify water flow (ml/min) failed. There were scratches on the connecting tube / passive bending, the h ring, the grip unit, universal cord, up down knob, switch box unit. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.